Event description:
It was reported that the sponge of five (5) minicaps were outside the minicap. This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: actual samples were not available; however, photographs of the samples were received for evaluation. A visual inspection of the photos observed five (5) minicaps with the sponge outside of the minicap and that all samples were opened and manipulated. The photos did not show any defects in the caps such as a fracture, cracks, malformation of the caps, collapse, or leak. The reported condition was verified. The cause of the condition was determined to be due to an agitation of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.